Manufacturer narrative:
(B)(4). Reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device failed pretests for saw- test, function- test, charging and checking of power module in charger. It was noted in the service order that when the device inserted to charge, the red led lighted up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.